Event description:
Clinical Narrative:An Impella CP device was inserted via right femoral artery in a 59 year-old male patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (PCCS/LCOS) following a coronary artery bypass grafting (CABG) procedure. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history is notable for coronary artery bypass grafting (CABG), coronary artery disease (CAD), renal insufficiency, peripheral artery disease (PAD) and peripheral vascular disease (PVD).During support, the patient developed right lower extremity pain with loss of distal pulses following repositioning unit insertion. Activated clotting times (ACT) were reported to be within the range of 160 to 180 seconds. The vessel diameter was reported as greater than or equal to 4 millimeters. The patient was taken to the operating room for a groin cutdown. The repositioning sheath was pulled back, leaving only the Impella catheter in place, and the catheter was secured. The groin was left partially open with betadine soaked gauze dressing. Following the intervention, distal perfusion was restored and pulses were present via doppler. The Impella CP device was not removed due to the event, and the ischemia resolved following the procedure.While on support, the Impella CP device operated at performance level 9 with expected flows of 3.4 liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonateThe following day, the patient continued to decompensate into SCAI Stage E with an elevated lactate of 11.5, continued to require multiple inotropes and vasopressors for hemodynamic support, and the initiation of dialysis. The patient was reported to be cannulated for extracorporeal membrane oxygenation (ECMO). ECMO serving as the primary hemodynamic support device and the Impella being utilized for left ventricular venting. A decision was made to withdraw care and subsequently the patient expired.The distal limb ischemia is contributable to the patient's underlying peripheral artery disease as well as requirement of multiple vasopressors and inotropes. The death is most likely attributed to the patient¿s underlying critical condition as they progressed into SCAI Shock Stage E, requiring multiple mechanical circulatory support devices. Although unlikely, the distal limb ischemia cannot be ruled out as a contributing factor as ischemia can increase Lactate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.